Event description:
After an implantation period of approx. 2 months, it was reported that the device did not provide values at interrogation. A dislodgement of the atrial lead was observed during follow-up. The pacemaker was explanted.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated, and the memory content was analyzed. A re-initialization was performed on november 06, 2020, in the clinic, after which the device operated as expected. Due to the re-initialization procedure, no information was available in the pacemaker from the time before the device was re-initialized. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated for further insights. During the test, each pacing pulse was recorded and evaluated in detail. No anomalies were detected during the entire test runtime and the therapy functionality of the device proved to be within specification. The heart rate was constant at the programmed value of 60 bpm. The reported device behavior could not be reproduced. During the further course of the analysis, a detailed investigation of all available device data was performed. The returned ECG and freeze iegm documented a heart rate of 164 bpm. The statistics and in particular the rate histogram from november 06, 2020 documented almost 100 percent atrial pacing at a heart rate between 160 and 170 bpm on that day. Re-programming attempts were apparently not successful as the program counter was not incremented. Based on the data and despite the comprehensive device analysis the root cause of the temporary high pacing rate was not conclusively determinable. However, it cannot not be excluded that it might have resulted from a temporary inconsistency in the devices memory content due to presence of invasive external influences, such as strong electromagnetic fields. There was no indication of a material or manufacturing problem.